Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient was admitted to the hospital due to suspected inferior infection. Externalized conductors were observed via x-ray and upon extraction.

Manufacturer narrative:
A partial lead was returned in two pieces for analysis. Internal insulation abrasion was noted at 7.7-8.2cm, 10.6-11.6cm, 13.2-13.8cm, and 28.8-29.4cm from the distal tip. The etfe coating was intact at these locations.